Manufacturer narrative:
It is unknown if a sample is available for evaluation. A review of the device history record cannot be performed as a lot number was not provided for this incident. If a sample is received, a supplemental report weill be filed upon completion of the investigation.

Event description:
It was reported that a patient had left a hospital ward for an evening g visit. When he returned he complained of pain in his arm upon bending where a bd venflon pro safety peripheral IV catheter was inserted. When his arm was checked it was found that the IV catheter had snapped off between the catheter tubing and hub. The reporter stated that the catheter appeared to have a clean cut in the catheter tubing but that the cause was unknown. It was also reported that the patient had surgery to remove the broken IV catheter. Of note, the reporter was not sure whether product catalog number for this incident is (B)(4). Therefore section - catalog number, is listed as unk. Add'ly, a product lot number was not provided either.

Manufacturer narrative:
Correction: on (B)(6) 2017, (B)(6) with FDA medwatch requested that this report be resubmitted without the leading zeros on the manufacturer's report number. This submission is for compliance with that request. Additional information: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device evaluation: results - one used sample was returned for evaluation. A microscopic analysis revealed that the catheter tubing had been cut and that the cut surface was a smooth. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: an absolute root cause for the incident cannot be determined. However, our quality engineer notes that the catheter tubing was most likely cut by a sharp object outside of the manufacturing facility. Additionally, the assembly flow was traced and there is no area during the manufacturing process that would have caused the cut.

Event description:
Additional information: the patient received a small surgical incision under local anesthetic to retrieve the broken piece of IV catheter. No adverse effects were reported.